Event description:
The customer reported the radius-7 module "intermittently cuts out." There were no patient impact or consequences reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned radius-7 was evaluated. The instrument module lost connection with the battery module with minimal physical manipulation. The top cover of the instrument module was lifted and caused the disruption in the connection of the radius-7 module halves.

Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the radius-7 module "intermittently cuts out." There were no patient impact or consequences reported.